Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to perform several troubleshooting steps, but the issue persisted with initial attempts. Eventually, the bolus was completed successfully after replacing the cartridge. The customer replaced supplies as necessary and resumed insulin therapy.